Event description:
A pt developed a wound infection that prolonged hospitalization while enrolled in protocol tgc-0001 for the use of fibrin sealant produced by the cryoseal fs system versue a collagen absorbable hemostat to control bleeding during liver resection surgery. The pt underwent liver resection surgery in april 2004. Three days later, the pt was found to have a wound infection. Post operatively, the pt developed a fever. On that date, wound cultures showed coagulase negative staphylococcus. Pt was treated with timentin. The wound was sprayed with normal saline and packed with gauze twice a day. Prior to discharge, the pt's wound was healing well. The pt was discharged in may 2004 and was referred to a visiting nurse service to care for the wound infection while at home. Nine days later, the pt recovered from the event.